Manufacturer narrative:
D4: serial#=na.

Event description:
It was reported that during a breast biopsy, there was green cable damage. There is a right angle bend in the cable. No pt consequence reported.